Manufacturer narrative:
Device evaluation: lens was returned in a vial in liquid. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, tmicl12.1, -9.00/1.5/107 (sphere/cylinder/axis), implantable collamer lens was implanted upside down ( unfolded and flipped) into the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced with the backup lens within the same surgery with no patient injury. Problem resolved, no issues, vision doing well.